Manufacturer narrative:
No physical examination or eval of the system was performed. A review of the device labeling was conducted. This review advises the customer to: clean the flow cell to maintain the performance of the ion selective electrode (ise) chemistries. Perform the procedure each month or when the instrument exhibits low recovery for successive na or k results. Calibrate all flow cell chemistries after you clean the flow cell. Although the errors occurred shortly after the monthly ise flowcell maintenance procedure was performed which may have contributed to the event, a clear root cause cannot be identified from the info provided; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the synchron lx20 pro system. The monthly flowcell maintenance procedure was performed prior to the event. Calibration and quality controls were within spec prior to the event. No incorrect results were reported out of the lab. The samples were retested on the facility's other system and yielded results within expectations. There was no change to the pts' care or treatment.